Event description:
It was reported that interrgation of the pulse generator resulted in the message -erroneous parameters detected-. After reprogramming to nominal settings, the pulse generator interrogated successfully. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.